Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and no manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing very well.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing very well.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. B3: approximated based on the date the manufacturer became aware of the event.